Event description:
It was reported the patient presented for implant procedure. During surgery, it was discovered the lead helix could not extend. The physician elected to complete the procedure with a different lead. There were no patient consequences.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. A complete lead was returned in one piece with the helix found extended and clogged with blood/tissue. X-ray inspection found overtorque of the inner coil at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. The cause of the reported event was isolated to blood/tissue in the helix region and overtorque of the inner coil. Electrical testing did not find any indication of conductor fractures or internal shorts.